Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of the sapien 3 via transfemoral approach, the commander delivery system balloon did not inflate and blood was seen in the atrion device when aspirating. It was decided to remove the system but it was not possible to get the valve back into the sheath. The system was then removed with vascular surgery. Afterwards a new sapien 3 valve was successfully implanted. The patient was doing well post procedure.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation after being used in the procedure, fully inserted through the esheath, and visual inspection was performed. The crimp balloon was torn and the guidewire lumen was separated from the nose tip. The valve was crimped on the working length of the balloon. The valve was slightly canted towards the outflow side. There was balloon damage at the proximal end of inflation balloon tapered section. The spring was stretched, but still attached at both bond locations. There was evidence of the adhesive on the distal end of the guidewire and a gouge on flex tip. The crimp balloon wall thickness was measured and met specification. Due to the nature of the complaint, no functional testing was able to be performed.  A device history records (DHR) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review revealed no other complaints related to the event. A review of the complaint history from june 2018 to may 2019 revealed other returned complaints similar to the reported events. No manufacturing nonconformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient or procedural factors could have contributed to the events. A review of complaint data for may 2019 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category.  During manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent a product verification testing on sampling basis as a requirement for lot release. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported event. Instructions for use (IFU), system preparation manual, and procedural training manuals were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. The events were confirmed based on visual inspection of the returned device. Investigation of the device and reviews of lot history, DHR, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented by edwards lifesciences in a product risk assessment. Per device training materials, valve alignment should be done in a straight section of the vasculature. Although valve alignment was reported to be performed in a straight section, switching fluoroscopic views could have revealed curvature in the anatomy. The IFU notes that ¿utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy.¿ if the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, as it is evident of flex tip gouges, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. The patient reportedly had calcification, tortuosity and small access vessels, which could have caused high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. It likely that the material was weakened during valve alignment and tore during valve deployment. Residual volume left in the balloon may also contribute to increased forces during valve alignment, which could have led to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the available information, it is likely that procedural factors contributed to the reported event. However, a definitive root cause could not be determined at this time. It is likely that the crimped valve got caught on the sheath tip during retrieval. The canted profile of the returned valve is indicative of interference with the sheath tip when the delivery system was withdrawn likely attributed to non-coaxial alignment of the delivery system and sheath tip during withdrawal. It is possible that as more force was applied to the delivery system, the excessive manipulation applied likely caused the distal tip of the delivery system to separate. Therefore, the withdrawal difficulty of the crimped valve through the sheath and the delivery system distal separation is attributed to procedural factors (non-coaxial device alignment during withdrawal; excessive manipulation). A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment (pra). No product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit; therefore, no further pra escalation is required at this time. The pra remains applicable as the material separation occurred prior to valve deployment resulting in a gross leak and device retrieval, thus the investigation results and risks remain applicable. The complaint for the torn balloon was confirmed but no manufacturing nonconformances were identified during the evaluation. Available information suggests that procedural factors (non-coaxial device alignment, residual fluid) may have contributed to the complaint event. No IFU/training inadequacies were identified. Per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in a product risk assessment. A CAPA was previously initiated to update ifus to improve the safety and use of the commander delivery system. The complaint for withdrawal difficulty was confirmed but no manufacturing non-conformances were identified during the evaluation. Available information suggests that procedural factor (non-coaxial device alignment during withdrawal/excessive manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, and the trend categories did not exceed control limits, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
As reported by our affiliates in france, during deployment of the sapien 3 via transfemoral approach, the commander delivery system balloon did not inflate and blood was seen in the atrion device when aspirating. It was decided to remove the system but it was not possible to get the valve back into the sheath. The system was then removed with vascular surgery. Afterwards a new sapien 3 valve was successfully implanted. The patient was doing well post procedure. Initial inspection of the returned device revealed the crimp balloon was torn.

Manufacturer narrative:
Correction to event and f10 device code, additional information provided from initial inspection of the returned device revealed the crimp balloon was torn.